Manufacturer narrative:
The device was received by resmed and an evaluation was performed. The reported failure could not be reproduced during evaluation. The device will be serviced, cleaned, calibrated and tested before returning to the customer. Resmed reference#:(B)(4).

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
Based on all available evidence and complaint investigations of a similar nature, an investigation determined that the reported complaint was due to device operation in a temperature outside of the device specification. The device was scrapped due to it was deemed beyond repair. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: pr 2187209.

Event description:
It was reported to resmed that an astral device failed to charge its internal battery. There was no patient harm or serious injury reported as a result of this incident.